Manufacturer narrative:
As reported, during a procedure, the optifix straight fixation device failed to fixate the mesh. The evaluation of the returned sample finds for bent guide wire and backup tabs. The reported failure to fixate is a known result of a bent guide wire and bent backup tabs. The components are found to be bent from applied forces while in use. No manufacturing anomalies were found. A review of manufacturing records was performed and found that the device was manufactured to specification. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic incisional hernia repair the optifix fixation device failed to secure the mesh and the fasteners were observed to fall out. The surgeon attempted several times but failed to fixate successfully. Another product was used to complete the procedure. There was no patient harm or injury.